Event description:
The patient received scs system on (B)(6) 2010. It was reported that the patient did not liked the feeling of stimulation during walking when the patient needed the stimulation. The patient reported the approximately 6 months after the implant, she heard a popping noise when she bent over and since that time the stimulation had been erratic. Patient stated that the stimulation could be turned on/off by pressing on the ipg. The clinical specialist was unable to reproduce that issue. The patient felt discomfort on the ipg site while sitting or laying down. Different programming settings were unable to resolve the issue. The device was explanted. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.